Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product had a possible total joint infection. Also, it was noted that the pacemaker was used as temporary device to treat the infection and will do a lead revision later on. There were no additional adverse effects reported. The product was explanted.